Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 110 units of insulin during the load sequence. Customer contacted the pharmacy for an alternate method of insulin therapy as they did not have enough insulin to fill a new cartridge and declined further follow up from tandem technical support. There was no adverse impact to the customer's blood glucose level.